Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803 battery (voltage breaks down under load) defective, replaced. The housing has cracked in several places (presumably due to an impact) has no effect on the function. Micromotor smr1561681, contra-angle handpiece 88363 (2015) and foot control 123430 tested, without errors. Function test and test measurements without errors.

Event description:
In this event it was reported that a silver reciproc motor was involved in a filebreakage; no injury resulted.